Event description:
It was initially reported that the vns pt was said to be disabled in 2007 due to unk reasons. The pt was recently turned on to 0.75ma and diagnostics were said to have been performed, which were within normal limits. Later it was noted that the pt's device was disabled due to epilepsy brain surgery. The pt was said to be having myoclonic jerks every 3 minutes. The physicians, at the time, believed that the issue was related to the vns therapy, so the pt was disabled. The nurse said the pt's off-time was noted to be 5min, so she is not sure if this was the last setting prior to disablement or changed after the fact. The nurse was unable to provide any other info on the pt's past appointments with the other physicians. A search in the MFR's programming history database indicates that the last known diagnostics performed on (B)(6) 2006 were within normal limits (system ok/ok/0/no). (B)(4) attempts to obtain additional info have been unsuccessful to date.